Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On(B)(6)2024, the patient's cgm was reading 41 mg/dl. The patient reportedly took a lot of juice based on the cgm reading which resulted in his blood sugar going high. There was no symptoms reported. It was reported that the patient was unable to get a reading on their bg meter. The patient's wife took the patient to the hospital and was treated with regular insulin and IV therapy. There was no bg readings reported for the event. The patient was admitted for one day. At the time of the report, the patient was doing fine. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.